Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qcs) were within acceptable ranges before the discordant results were obtained. The customer cleaned the sample drain, replaced the sample probe tip, tested ultrasonics, performed alignments, and ran qcs and samples. A siemens specialist remotely tested sample fluidics and checked the clot board; the siemens specialist determined that they were performing as intended. A siemens customer service engineer (cse) was dispatched to the customer's site twice and saw that the drain hose barb on the sample drain broke off. After inspecting the instrument, the cse aligned the photometer, calibrated the lamp, performed alignments on reagent arms (r1 and r2), and replaced the ultrasonic mixer on r1 and the sample drain. Then, the customer ran qcs, which recovered within acceptable ranges. Siemens further investigated the issue and determined that sample integrity and preanalytical variables potentially contributed to the discordant calcium and sodium results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated calcium results were obtained on two patient samples on a dimension exl with lm instrument. Additionally, a discordant, falsely elevated sodium result was obtained on sample ID (B)(6) on the same instrument. The samples were repeated on an alternate dimension instrument and lower results were obtained on these samples. The repeat results were reported, as the correct results, to the physician(s). The samples were also repeated on the initial instrument for troubleshooting purposes and these results were lower than the discordant results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium and sodium results.